Event description:
Internal data from the generator was received and reviewed. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient presented to the emergency room after hearing a click noise coming from his lead. A CT scan was performed and per the radiologist, the patient's lead appeared broken. System diagnostics were performed and all parameters came back within normal limits. CT images and radiologist report were provided to livanova but in the CT images received the vns device could not be seen. Device history record review for the lead was performed. The lead was confirmed to have been sterilized prior to distribution into the field. The device passed all specifications. No other relevant information has been received to date. No known surgical intervention has occurred to date.